Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker. The pump alarmed compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. No rewind anomaly was noted. No compromised force sensor system alarm during the rewind was noted. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery alarm test due to the alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The insulin pump got stuck in the rewind process. Customer's blood glucose level was 69 mg/dl. The customer went back to their backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.